Event description:
It was reported that the patient underwent a posterior allograft bone fusion at l5-s1 using rhbmp-2/acs to address chronic lower back pain. Reportedly, the patient's "post-operative period was marked by severe painful and debilitating complications." The patient developed "abnormal ectopic bone growth" post-operatively, allegedly resulting in "severe pain in his back and legs." No additional information has been provided.

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of recurrent l5-s1 acute disk herniation and radiculopathy in lower extremity. The patient underwent following procedures : revision left sided l5-s1 diskectomy. Posterior interbody technique arthrodesis l5-s1. Posterior lateral arthrodesis l5-s1. Autograft spine fusion graft from the same incision. Interbody prosthetic device placement for interbody instrumentation. Posterior lumbar instrumentation with minimal access spinal technology. Allograft bone fusion with bmp. Per op notes, "interbody prosthetic device was then used . This was packed with a collagen sponge soaked in bmp wrapped around morselized fragments of the harvested bone from the laminectomy and facetectomy, one additional sponge was placed anterior to the prosthetic device... The surgeon then packed 2 sponges wrapped around the autograft bone into the lateral gutter on this side." On (B)(6) 2010, the patient presented with pre-op diagnosis of l4-5 and l5-s1 spondylosis and underwent following procedures: l4-5 and l5-s1 laminectomy; foraminotomies; inspection of fusion; removal of old pedicle screw hardware and placement of new pedicle screw hardware from l4 to s1; posterior fusion l4-s1. Per op notes, "there was a large overgrowth of bone in both the shoulder of the l5 root and axilla of the root which was carefully dissected down and removed using rongeurs, drill and curettes... Old hardware was removed from l5-s1 level and replaced with new pedicle screws designed for the peek rods. After placement of screws, the rods were then inserted and secured using the set screws.. Through a separate fascial incision, bone marrow was aspirated from the right iliac crest and mixed with bone graft tricalcium phosphate sponge."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.